Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the drawer was jammed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, field service engineer attempted to dial into the station to assist with a failed pocket, but was initially unable to reach customer, later customer confirmed that the issue was resolved. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the drawer was jammed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.